Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Attempt to charge and boot the unit were performed and failed due to receiver is perpetually rebooting. Functional test was not performed due to receiver is perpetually rebooting. Internal visual inspection test was performed and passed. The receiver log was not downloaded for review due to receiver is perpetually rebooting. The allegation was confirmed. The probable cause was determined to be receiver is pertually rebooting. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.